Event description:
It was further reported that the device was a 3.0x32mm veriflex bare metal stent, not a 3.0x32mm taxus liberte' drug eluting stent as previously reported. The lesion was predilated with a 2.5x15mm non bsc balloon. The procedure was completed with another veriflex bare metal stent.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted due to the electrode not being inserted into the cochlea. The patient was explanted (B) (6) 2010 and the patient was reimplanted in the contralateral ear with a new device during the same surgery.